Event description:
Litigation alleges the patient suffers from pain, discomfort and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone. Update 6/1/2015 - pfs and medical records received. After review of the medical records for MDR reportability, the primary operative note from (B)(6) 2007 is a revision operation from a previous hip operation. (The patient has had 2 previous hip replacements in 1988 and 1995). The (B)(6) 2007 indicated that there was an aml stem in good condition and was left implanted. The manufacturer of the other implants removed is unknown at this time. If/when we receive more information indicating that depuy products were involved in the two prior operations we will update as needed. The aml stem is now being reported for the alleged high metal ions. No part/lot has been provided.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update ad 27 april 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of pfs, ppf and sticker sheets. In addition to what were previously reported, pfs alleges stiffness in the groin area, back pain, difficulties with mobility and walking difficulty. Ppf alleges pseudotumor, metal wear and elevated metal ions.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.